Event description:
Based upon the additional information received on (B)(6) 2013, this case initially considered as none-serious was upgraded to serious due to administration of steroid for the event of joint swelling (intervention required). This unsolicited device cause received from (B)(6) on (B)(6) 2013 from an orthopedist via a marketing partner (B)(6). The case involves an (B)(6) female pt who developed joint swelling after receiving treatment with synvisc injection. The pt's medical history was significant for previous treatment with synvisc injection (in jul-2011) it was effective with only one syringe, no more injection was given at that time) and hyaluronate sodium (artz; on (B)(6) 2013) for gonarthrosis. No concurrent conditions or concomitant medications were reported. On (B)(6) 2013, the pt received first intra-articular synvisc injection, at a dose of 2 ml, once, (batch/lot number and expiration date unk) into left knee for gonarthrosis. On (B)(6) 2013, one week after administration of synvisc injection, the pt developed joint swelling. It was reported that the pt did not receive the second synvisc injection. Action taken: permanently discontinued. Corrective treatment: loxoprofen sodium (loxonin) and steroids (unspecified at the time of report) were administered for the event. Outcome: as of (B)(6) 2013, the pt was recovering/resolving from the event. A pharmaceutical technical complaint (ptc) was initiated with global ptc number of (B)(4). The product lot number was not provided; therefore a batch record review is not possible. Based on the lack of information provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated throughout ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints to determine if a CAPA is required. Joint swelling (joint swelling): reporting orthopedist's seriousness criteria: non-serious. Reporting orthopedist's causality: possible. Additional information was received on (B)(4) 2013. Ptc investigation report was added. Additional information was received on (B)(4) 2013. The site of injection of synvisc and an additional corrective treatment of steroids were added. The outcome of the event of joint swelling was updated from unk to recovering/resolving. Pharmacovigilance comment: sanofi company follow up comment date (B)(4) 2013: case has been upgraded to serious as pt was treated with steroid for the event of joint swelling (left knee swelling) after treatment with synvisc for gonarthrosis. Although, the role of device cannot be ruled out based on temporal and anatomical proximity; however role of underlying gonarthrosis in causation cannot be ruled out.